Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient was charging too often, charging daily which is different from before. It was stated that the patient fell off of a stool and scraped themselves. Therapy impedance was taken and found to be 1148 ohms. Recent recharge statistics were taken, and it was found that the patient charged from (B)(6) to (B)(6) in 200 minutes. Four to 8 coupling bars was possible. It was stated that the patient that morning felt woozy, and had blood pressure changes. Their blood pressure was 135/83, then 163/90 and 20 minutes later dropped back down. There was also an event date of (B)(6) 2016 provided, so it is unclear when the issues occurred. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported that the change in charging frequency occurred within the last two weeks. The patient decided to start charging more often when they thought there was a problem. The cause of the blood pressure changes and woozy feelings were still undetermined. It was noted the patient would let the battery deplete to 25% and do a full charge three times to determine length of charge.